Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). This event is two of two for the same patient on subsequent treatments. A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services and stated when he removed the cassette there was solution leaking in the cassette area. During follow-up the patient stated the fluid leaked out from the cassette door area when he removed the cassette from the liberty cycler. The exact location of the leak could not be determined. The patient stated he completed his treatment on manuals. The set was not made available for evaluation. The patient stated his effluent had remained clear.